Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis found no anomalies. 5086, implantable pacing lead, 2010 (B)(6). (B)(4).

Event description:
It was reported during a routine patient check that the implantable pulse generator (ipg) indicated high short interval counts (sic). Follow-up continued and it was found there was no pacing on the right ventricular (rv) lead. A venogram and x-ray did not find any obvious problem with the lead and via a programmer there was oversensing (large number of short v-v intervals) and no pacing. Testing of the leads and device were done and the rv lead tested acceptable through the analyzer and pacing function was apparent. The device was reconnected but the no pacing problem re-occurred. A new ipg was connected and pacing was immediate with acceptable thresholds. The new ipg was implanted. No patient complications have been reported as a result of this event.